Manufacturer narrative:
The insulin pump had button error alarm due to corroded on keypad trace. The device was also received with missing end cap sticker and scratched display window. (B)(4). This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 412 mg/dl; treated with manual injection. No significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.